Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a coronary stenting procedure with the 3.0x28 mm xience sierra stent in the mid left anterior descending coronary artery. At the end of the procedure, there was 0% residual stenosis with timi iii flow. The final appearance was excellent. The patient was discharged home on (B)(6) 2019. On (B)(6) 2019 the patient was re-admitted to the hospital with worsening chest pain and throbbing palpitations. Heparin was administered, electrocardiogram, echocardiogram and vital sign monitoring was performed during the hospitalization. Another angiogram was not performed. The condition resolved on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction - catalog#. Correction - MFR site- reg#. The device was not returned for evaluation. The reported patient effects of angina and arrhythmia are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.